Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded at hospital.

Event description:
It was reported that the patient's right femur was revised due to non-union of the femoral head/ neck. Additionally, it was reported that the gamma nail broke at the junction with the lag screw, and the distal screw was also broken.

Event description:
It was reported that the patient's right femur was revised due to non-union of the femoral head/ neck. Additionally, it was reported that the gamma nail broke at the junction with the lag screw, and the distal screw was also broken.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.